Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. It was further reported that the left ventricular (lv) lead was exhibiting low impedance and unstable sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Concomitant product: 6947 lead, implant date unknown; 4194 lead, implant date unknown. (B)(4).